Manufacturer narrative:
(B)(4). One used anti-siphon valve (asv), without packaging, was received for evaluation. The pump tubing set was not returned. The returned asv valve was subjected to luer taper, air pressure (leakage), and back pressure testing according to specification with acceptable results. There were no visible cracks on the valve and no leakages observed within the valve or at the luer connectors during the testing time frame. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned asv valve met requirements according to specification, and the reported failure could not be reproduced. The initial report from the facility indicated the leakage occurred at the asv valve. The asv valve contained on the reported set is a removable component. Per the blister package label for the reported product catalog number, there is a caution statement indicating the "set contains removable asv." In addition, the instructions for use for this product indicate to "tighten asv and remove end cap." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a thorough batch record review could not be performed. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the anti-siphon valve on the tubing set was not attached well. This caused a leak of medication in the child's bed. The patient did not receive the full dose of solumedrol IV, and there was a risk of infection due to this leak. Several follow-up attempts were made to the facility to obtain additional information. On 03/08/2016, additional information was received from the reporter clarifying that an under-infusion of medication occurred as a result of the leakage. No further information is available at this time.